Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was unable to remove the battery cap on the insulin pump. The battery cap was stripped. The customer experienced a hyperglycemic event on (B)(6) 2016. She was hospitalized for a diabetic ketoacidosis. Customer's blood glucose level was unknown. The customer also had high blood pressure. The customer was wearing the insulin pump at the time of hospitalization. She was trying to revive her husband and the cannula was partially pulled from her body. The device was not returned.